Event description:
Long spine board broke along the width of the board -side to side. The board was originally distributed by ambu. Since the time that we bought the boards, the distributorship has now gone to ferno. Diagnosis or reason for use: respiratory arrest - movement of the patient.